Event description:
It was reported that during unpackaging of the 3.5x12mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove and the shaft became stretched, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 3.5x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stretched shaft was confirmed. The reported difficult to remove the protective sheath could not be tested due to the condition of the device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath or stretched shaft reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.